Manufacturer narrative:
The handpiece was received at the MFR for svc and eval. During the investigation, it was found that a coating was chipping off the leafkey housing. Based on the investigation details, the leafkey housing was replaced along with other components. Svc repaired and returned the device to the customer. This coated component has been obsolete and is no longer used in these devices.

Event description:
The handpiece was returned to the MFR as a trade-in, and during the investigation it was found that a black coating was chipping off. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.